Event description:
It was reported the device is subject to the assurityand enduritypacemakers header anomaly advisory issued by abbott on (B)(6) 2021.the pacemaker was explanted and replaced. Further information was requested however, was not provided.